Event description:
Pt was undergoing rectal sigmoid resection procedure. Surgeon attempted to use ethicon roticulator model ax556 stapler to attach colon. Stapler did not work, surgeon was forced to perform permanent colostomy procedure. Sales rep picked up device for product evaluation.